Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Further information has been requested of the initial reporter regarding: date of occurrence, implant date, explant date, and patient information. To date, no additional information has been received by apollo. Device labeling addresses the following event of port/band leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing..

Event description:
Reported as: a patient with the lap-band system was reported to have a port leak. The port was replaced.

Manufacturer narrative:
Unknown taper. Supplement #1: (B)(4) sent to the FDA on 02/02/2017.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo and a visual examination was performed on the device, and confirmed the connector type as a taper ii. Scratches were observed on the port and port holes. Needle marks were noted on the port septum. Brown particles were observed on the port. A port leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage was observed. Under microscopic analysis the end of the band tubing was observed to have a surgical end cut, consistent with device removal activities.